Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for improper assembly and package damage with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product.

Event description:
It was reported the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes had a broken lid/cap/hemogard shield and sterility (product not sterile) before use. The following information was provided by the initial reporter: the customer noticed: ¿one of the tubes seems to have the black cap misplaced inside so it cannot be closed, and the rack is damaged.¿